Manufacturer narrative:
An evaluation of the device cannot be performed as the device was not returned to the manufacturer due to hospital policy. Additional information (including x-rays and medical records) has been requested, but not made available. Should additional information become available, the evaluation summary will be submitted in a supplemental report.

Event description:
Patient stumbled which created a peri-prosthetic fracture below the stem.

Manufacturer narrative:
An event regarding periprosthetic fracture involving a accolade c cs 132 nk was reported. The event was not confirmed. Device evaluation not performed as the device was not received for evaluation. Medical evaluation not performed as no medical records were provided. Device history review indicated that the specified lot was accepted into final stock with no reported discrepancies. Complaint history review indicated that there have not been any other events for the specified lot. The reported event involves a stumble from the patient that created a periprosthetic fracture below the stem. The exact cause of the event could not be determined because not enough information was provided. No further investigation for this event is possible at this time.

Event description:
Patient stumbled which created a peri-prosthetic fracture below the stem.